Manufacturer narrative:
Correction- h6- health impact code should be: 4625-additional surgical procedure correction- h6-type of investigation, investigation findings and investigation conclusion codes should reflect device not returned. Correction- h10 should include the following: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
New information received notes that it was unknown how the infection was identified or if cultures were taken, and the patient was stable throughout the explant procedure, which was performed on (B)(6) 2022. The device was not replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-05609. Related manufacturer reference number: 2017865-2022-05611. It was reported that a patient presented in-clinic for a system explant procedure. Prior examination of the patient's pacemaker system revealed an infection, along with sepsis. The system was explanted on an unknown date. The patient was in unknown condition.